Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump turns off while normal use and gives blank display and the customers blood glucose level is not known. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement, and self tests. The self test returned a power supply test failed during self-test. No other unexpected errors or blank screens were noted. Per visual inspection there were signs of corrosion on the top part of the electronic board and the top part of the back of the lcd display. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The s/n label located between the belt clip rail is illegible. The thin plastic strip located above the lcd window is missing.